Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. At this time, the revision procedure has not been scheduled or performed at this time. The physician will continue monitor until replacement. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within 90 days. At this time, the revision procedure has not been scheduled or performed at this time. The physician will continue monitor until replacement. Should additional information become available, an updated report will be provided. No adverse patient effects were reported.